Event description:
The customer called to report a detached and cracked end cap. The customer stated that the end cap lifts when she performs the manual prime. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to a detached end cap. The unit had broken battery tube threads and a cracked display window corner.